Manufacturer narrative:
Reporter last name: (B)(6). Reporting address line 1: (B)(6) . Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator/monitor indicating that during the inspection, it was found that the system gave 'battery replace' warning and could not pass the test since it completed the battery life. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.